Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-05909 and 1627487-2023-05936. It was reported that the patient's lead had migrated a second time and as a result the patient was experiencing a shocking sensation and ineffective therapy. Surgical intervention took place where the system was explanted to address the issue. The date of explant is unknown. The patient declined further contact from the manufacture representative.